Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding a discordant, falsely depressed sodium (na) result on a dimension vista 1500 system. Siemens headquarters support center (hsc) concluded their evaluation of the event. Hsc evaluated the information provided and the instrument data. A siemens customer service engineer (cse) dispatched to the site performed routine maintenance troubleshooting measures. The maintenance performed by the cse included a power flush and cleaning of the rotary valve which returned the instrument to normal operation. A potential product problem was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was reported to the physician. The same sample was reprocessed on an alternate dimension vista system on a later date and a higher result, considered correct, was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium result.